Event description:
It was reported that the device has an exposed wire. It was further reported that the user was shocked as a result. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
The investigation is complete. Executive summary and h codes have been updated to reflect investigation findings.

Event description:
It was reported that the device has an exposed wire. It was further reported that the user was shocked as a result. Multiple attempts were made to gather further details regarding the alleged injury, but the customer did not respond to these attempts. The device was evaluated and it was found that there was potential for an electric shock due to the siderail cable being pinched/compressed.